Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer started to experienced a decrease in bg as the customer had been very active throughout the day resulting in the pump decreasing insulin deliveries. In additional to the pump adjusting insulin deliveries, the customer also started to treat the low bg. As a result of the additional treatment for the low, the customer started to experienced an increase in bg levels resulting in the pump increasing insulin deliveries to address increasing bg, resulting in the low bg of 36 mg/dl and loss of consciousness. Customer was treated while en route to the hospital; details regarding treatment received was not provided. The customer was educated around management of hypoglycemia, insulin doses were adjusted and a personal profile on the pump was created for active days. A system check was performed and the pump was confirmed to be operating as intended. No additional information was received.